Event description:
It was reported that the customer removed the sensor and the cannula was not there. Customer stated that it might be in her body. Customer's blood glucose level was 250 mg/dl. Customer had no issues with insertion. Customer had a lost sensor alert with another sensor but got it to work. Customer was advised that an x-ray will be able to locate a sensor cannula in the body. Customer was advised that the lost sensor alert may be due to the sensor being dislodged, bent, retracted, or damaged. Customer was advised to return the sensor. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and the cannula was found retracted inside of the sensor. It could not be confirmed if the customer received the sensor damaged as it was returned opened and used.